Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6984m adaptor, (B)(6) 2011; 419688 lead, (B)(6) 2011; 694758 lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and the adaptor exhibited oversensing with manipulation. The ra lead and adaptor were capped and a new ra lead was implanted. No patient complications have been reported as a result of this event.